Event description:
Procedure: thoraco/pneumothorax. According to the rptr: after the 2nd firing, the black return knob was returned, but the jaws would not open. Add'l resection of tissue was done to remove the device. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B)(4).